Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer repeating that after implant she was walking to her car and fell in the parking lot and when she fell her left knee went behind her neck, she had several falls and it hurt. Caller states that after the fall she had her ins checked and the healthcare professional (hcp) said that the ins had moved and it has given her troubles since. Caller states after this happened she has been getting electrical shocks around the perimeter of the ins and it feels like a taser gun everyday; patient also notices the shocking when she over drinks or when she walks. Patient states that she just wants the device removed; patient services reviewed information and advised patient contact their hcp. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. Patient contacted device registration department and reported: ¿battery has too much voltage, too much current in the battery, it has been dead for a while.¿ (understood to be programmer battery) patient experienced dizziness for a while when it was put first in, but patient clarified that everything is okay now. Additional information was received from the patient. They stated they were just in the hospital to see a new doctor. The battery was set too high by their previous doctor. It was working good now and was not pulling as bad. When they were programmed by their previous doctor, the doctor said to let them know when it was comfortable but they made the patient feel ill. The patient also stated they fell on the device. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that whenever they went to sleep or went to bed their implant was sore on their left side where it was implanted for a month or two. The patient stated that they were living off tylenol to deal with thesoreness. The patient then stated that they had fallen on the implant and had a surgical procedure at the hospital but mentioned that the fall had nothing to do with the device. The patient then stated that it had been painful at the implant site since their fall and it was hurting so badly that they were about to the point of taking it out. The patient was redirected to their healthcare provider. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stating she fell on the ins in (B)(6) or (B)(6) 2019. They had to do a surgery and move the ins deeper under her skin. She can still feel the ins, it was not a lot deeper. Patient unaware of date of the revision surgery. Patient has questions what happened in the surgery and wants to know what was done. The change in therapy/symptom was sudden.